Event description:
The nurse alleged that the brake is difficult to access and also that the brake is very hard to activate with the foot which resulted in a very small fracture on her foot.

Manufacturer narrative:
No further information is available on the repair of the bed at this time. A follow up report will be sent once the investigation is completed for the injury.